Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the scalp pruritus and rash cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of tfh211526 is july 08, 2020.

Event description:
A 47-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure that the patient had developed a skin reaction on the scalp, described as a rash accompanied by pruritus, which began two weeks earlier. Additionally, itching was reported on the hands and feet, although no visible rash was observed in these areas. The patient reportedly used antihistamines, oral prednisone, and topical ointments, which provided relief from the itching. The prednisone was reportedly initiated during the previous temozolomide cycle. Images were provided showing moderate rash with crusted skin lesions over the patient´s entire scalp. The patient continued using optune gio therapy with intermittent breaks. No additional information from the prescribing physician could be requested.